Event description:
The subject device was used during an uncertain procedure. It was reported there was no error. The probe of the device was broken and fell off inside the patient. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus received the video of the procedure and confirmed that the probe was broken. In the video, the user used the device with pressing hard the probe against the tissue. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the probe received the high load.